Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv1323 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recv1323) have been reported from the same facility.

Event description:
It was reported there was a "magnet error" with the powerpicc solo sherlock and could not print the ECG.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the implicated PICC and/or 3cg stylet caused or contributed to the reported issues with the site-rite system was inconclusive due to the sample condition. One photo of what appears to be the site-rite 6 monitor was provided, which showed sherlock tip confirmation system ver 1.1 in the display. One of the images on the monitor showed an ECG readout. Error 202 with the magnet symbol was also shown on the monitor, indicating a change or disruption in the magnetic field, which is typically resolved with recalibration. It is unknown if the sensor was moved or where the sensor was positioned on the patient. It was reported that the issue occurred five days apart on the same patient. Based on a review of the photo provided for investigation, the root cause of the reported event was inconclusive. A lot history review (lhr) of recv1323 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recv1323) have been reported from the same facility.

Event description:
It was reported there was a "magnet error" with the powerpicc solo sherlock and could not print the ECG.